Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding"), ovarian cyst ruptured ("ruptured ovarian cyst") and oophorectomy ("diagnostic laparoscopy/oophorectomy") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On (B)(6) 2014, 939 days after starting essure, the patient experienced ovarian cyst ruptured (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced oophorectomy (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("increasingly severe pain/chronic pelvic pain"), pelvic discomfort ("discomfort"), uterine cyst ("uterine cysts") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (hysteroscopy with dilatation and curettage on (B)(6) 2014; endometrial ablation on (B)(6) 2014) and surgery (diagnostic laparoscopy and fluid removal procedure on (B)(6) 2014). At the time of the report, the menorrhagia, ovarian cyst ruptured, oophorectomy, pelvic pain, pelvic discomfort, uterine cyst and abdominal pain outcome was unknown. The reporter considered menorrhagia, ovarian cyst ruptured, oophorectomy, pelvic pain, pelvic discomfort, uterine cyst and abdominal pain to be related to essure. The reporter commented: she never experienced any of these conditions prior to undergoing the essure procedure. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils properly placed. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia). Two and a half years after essure insertion, she underwent a hysteroscopy with dilatation and curettage, and a diagnostic laparoscopy in which a ruptured ovarian cyst was diagnosed and fluid removal was performed. A few months later, plaintiff underwent an endometrial ablation. Two years later, she underwent a diagnostic laparoscopy and oophorectomy. Menorrhagia is anticipated, whereas ovarian cyst ruptured and oophorectomy are unanticipated in essure's reference safety information. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event heavy menstrual bleeding was considered related to essure. Rupture of an ovarian cyst is a common occurrence in women of reproductive age. Physiologic cysts, such as a follicular cyst or corpus luteal cyst, or pathologic cysts (endometriomas, cystic components of benign or malignant neoplasms) may rupture. Considering this and the local action of essure in the fallopian tubes, causality with essure can be excluded. The indication for oophorectomy was not reported. A causal relationship with essure cannot be assessed. Due to the required interventions, this case was regarded as incident. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced heavy menstrual bleeding (menorrhagia). Two and a half years after essure insertion, she underwent a hysteroscopy with dilatation and curettage, and a diagnostic laparoscopy in which a ruptured ovarian cyst was diagnosed and fluid removal was performed. A few months later, plaintiff underwent an endometrial ablation. Two years later, she underwent a diagnostic laparoscopy and oophorectomy. Menorrhagia is anticipated, whereas ovarian cyst ruptured and oophorectomy are unanticipated in essure's reference safety information. During the essure therapy, abnormal genital bleeding and menses pattern changes may occur. Considering the positive temporal relationship and the lack of alternative explanation, event heavy menstrual bleeding was considered related to essure. Rupture of an ovarian cyst is a common occurrence in women of reproductive age. Physiologic cysts, such as a follicular cyst or corpus luteal cyst, or pathologic cysts (endometriomas, cystic components of benign or malignant neoplasms) may rupture. Considering this and the local action of essure in the fallopian tubes, causality with essure can be excluded. The indication for oophorectomy was not reported. A causal relationship with essure cannot be assessed. Due to the required interventions, this case was regarded as incident. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.